Event description:
It was reported that customer experienced ongoing intermittent low blood glucose (bg) levels of "low" on the glucose monitor. Low bg cause was not known. Reportedly. Customer "passed out" and required assistance from family member who provided carbohydrates consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.